Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 39565-30, serial# (B)(4), implanted: 2(B)(6) 009, explanted: (B)(6) 2017, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and chronic low back pain. Information was reported that a patient had their device taken out. Patient currently does not have an implant any longer as everything has been taken out. The patient stated the device was taken out (B)(6) 2017 because device stopped working and wasn't helping much and battery died. Patient stated they also need a MRI so they just took everything out. No further complications were reported. No additional patient symptoms were reported